Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial (B)(4), implanted: (B)(6) 2014, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot (B)(4), ubd: 27-aug-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient who was receiving 40 mcg/ml clonidine at 44.235 mcg/day, 20 mg/ml bupivacaine at 22.117 mcg/day, and 20 mg/ml morphine at 22.117 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump had multiple motor stalls and recoveries beginning on (B)(6) 2018. The final motor stall on (B)(6) 2018 did not recover and a stopped pump period may exceed tube set message was seen on (B)(6) 2018. The patient was in the hospital and had an MRI around (B)(6) 2018. It was not known if the patient had other mris. The logs were checked and the pump was set to minimum rate. At the time of the pump replacement, the catheter split on the sutureless connector. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Both the pump and sutureless connector were replaced. The issue was considered to be resolved and the patient was noted to be "alive - no injury". No further issues were reported or anticipated.